Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving hydromorphone 30mg/ml at 6.767mg/day via an implantable pump. The indication for use was other. The event logs showed a motor stall occurred on (B)(6) 2015 at 17:20 and a motor stall recovery on (B)(6) 2015 at 18:58 and a motor stall on (B)(6) 2015 at 17:01 and a motor stall recovery on (B)(6) 2015 at 19:21. Per the healthcare provider the patient experienced increased pain. There was no troubleshooting or actions/interventions taken regarding the motor stalls. Per the healthcare provider the patient did not have an MRI on those dates of the motor stall and the cause of the motor stall was determined to be "end of life".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.